Manufacturer narrative:
Product complaint # (B)(4). H3 needle investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation on june 20, 2025. The component was identified as product code z494g. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was z494g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when did the needle breakage happen (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(4). No pieces fell into the patient due to needle breakage.

Event description:
It was reported that a patient underwent an unknown respiratory surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the needle was broken when the needle was holding even though no applying force. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.